Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.475. Lot: 9500870. Manufacturing site: bettlach. Release to warehouse date: august 14, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap was received at us customer quality (cq) with the distal threaded tip broken off close to the larger portion of the shaft with very little material remaining. The broken portion of the device was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed; connector f/insertion handle f/pfna. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the threaded portion of the driving cap broke off into the insertion handle for the suprapatellar tibial nail set. This happened intraoperative when the surgeon was malleting on it to insert the tibial nail. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity # 1), unknown hammer (part # unknown, lot # unknown, quantity # 1), unknown tibial nail (part # unknown, lot # unknown, quantity # 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).